Event description:
It was reported that this event occurred on (B)(6) pt. He had the peripherally inserted central catheter (PICC) line in place when they discovered blood leaking from one of the extension lines. The same type of PICC line was reinserted. There were no complications or injury to the pt. The insertion site was unk. Complaint mgmt spoke with the hosp contact about this event on (B)(6) 2010 and was told that the father of the child had placed an incorrect clamp in the catheter to replace a clamp that had fallen off. The hosp suspects that the clamp he placed on the catheter may have caused this issue however, they cannot be sure.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.